Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the cutter will not lock into the device. During repair it was observed that the pawls were worn out preventing the device from locking the cutter. The assignable root cause was determined to be due to normal wear over time; if additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during equipment maintenance, it was observed that the motor device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.